Event description:
Attempting to start piv, the catheter became difficult to advance, flashback present in catheter. Withdrew catheter slightly, attempted to advance, resistance met. Withdrew catheter and tip was frayed. This happened two times in the same fashion, using two different catheters but the same gauge and length, and the catheter tip frayed.